Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture baker grade baker grade unknown. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and deflation the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal siltex rnd diap pkg 275cc breast implant, and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 275cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast reconstruction revision surgery with a 275cc mentor siltex round moderate profile saline breast implant experienced right sided breast pain and deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
On january 21, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on january 27, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal siltex rnd diap pkg 275cc breast implant, and developed breast pain. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 275cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).